Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: notivisa when removing the device from patient, the needle was not retracted by the safety mechanism.

Manufacturer narrative:
No samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: *notivisa* when removing the device from patient, the needle was not retracted by the safety mechanism.